Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urethral atrophy resulting in recurring incontinence. A new artificial urinary sphincter cuff was implanted. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported atrophy and urinary incontinence could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of a atrophy and urinary incontinence cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk was chosen as atrophy and urinary incontinence are documented as adverse events in the device labeling.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of atrophy and urinary incontinence, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urethral atrophy resulting in recurring incontinence. A new artificial urinary sphincter cuff was implanted. Following the surgery, the patient was stable and the event resolved.